Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field h6 type of investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 lot number, UDI number, d7(single-use device), h5(labeled for single use?) It was reported that iab catheter inserted, user noted fibre optic sensor failure message. User reconnected the fibre optic cable and also changed with another cardiosave, however the fibre optic sensor failure message remained. Changed to pressure transducer for arterial line waveform.

Event description:
N/a

Manufacturer narrative:
Updated fields h3 d9 b4 g3 g4 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath the returned sheath was not a maquet product the extender tubing was also returned a kink was found on the catheter tubing and inner lumen near the y fitting approximately 759cm from iab tip additionally the optical fiber was found to be broken within the membrane approximately 43cm from iab tip. The optical fiber was found to be broken confirming the reported problem we are unable to determine when this may have occurred a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required. The optical fiber was found to be broken confirming the reported problem we are unable to determine when this may have occurred.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint record ID: (B)(4).

Event description:
It was reported that, the sensation plus 8fr. 50cc iab (intra-aortic balloon) had fibre optic sensor failure message, there was no patient injury or harm reported.